Event description:
The customer reported that the communicator (gantry microphone) inside the exam room was not operational - no amplification. There is no reported harm to a pt or an operator as a result of this issue. Philips service determined that the microphone(s) falling to operate was the result of a failed microphone circuit board that had no amplification and has been repaired.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).